Event description:
It was noted that patient experienced a shocking or jolting sensation at implantable neurostimulator (ins) pocket site when they were being programmed. It was noted that the patient had been complaining of this shocking sensation since implant. It was noted that the manufacturing representative turned stimulation to 0.0v on the right brain side and patient was still feeling shocking sensation. The reporter stated that the patient ¿wasn¿t the best historian so there was a question as to the validity of the information being provided to health care professional (hcp).¿ it was noted that ¿they¿ were seeing some mild improvement on left side of the body. It was noted that there was no known accident or incident related to the complaint. (B)(4) (rep): it was later reported on (B)(6) 2013 the implantable neurostimulator (ins) was replaced (see manufacturer¿s report # 3004209178-2013-00776). See also manufacturer's report # 3004209178-2013-11843 for issues with right ins following replacement. Additional information received on (B)(6) 2013 reported the right ins still had a short and the same high impedances (see manufacturer's report # 3004209178-2013-11843 for issues with right ins) . It was noted the right ins was turned back off and the patient was doing fine. If additional information is received, a follow up report will be sent.

Event description:
Follow up reported, the cause of the event was never clarified. The lead was replaced from extension and the patient still had shocking. It was noted, the impedance was variable from 20,000 to 2100. It was noted and MRI, x-ray or CT scan was done. It was also noted reprogramming was done. It was also noted, the extension was replaced and later the stimulator. It was noted, the patient required hospitalization due to the event and that they recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013: product type implantable neurostimulator; product ID 37642, serial# (B)(4), implanted: (B)(6) 2012: product type programmer; patient product ID 3387s-40, lot# va0958d, implanted: (B)(6)2013: product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013: product type extension; product ID 3387s-40, lot# va0958d, implanted: (B)(6) 2013: product type lead; product ID 3387s-40, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013: product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the doctor performed a surgery on the patient one day prior to report. They saw a broken right lead on the CT and wanted to revise it with a new one. While in the surgery, he also decided to replace both old extensions and the implantable neurostimulator (ins). All impedances turned out within normal ranges after the case and the patient was fine. The patient would report back to the doctor in a couple of weeks for follow-up and to turn on the battery.